Event description:
The customer reported the system had a steering issues which made it hard to steer and the steering is found to be stiff. There was no patient injury or death reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.